Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies with the exception of damage consistent with that occurring at the time of procedure.

Event description:
Related manufacturer reference report: 2938836-2018-02142. During the implant procedure, the lead was positioned and tested with a pacing system analyzer (psa) which revealed high threshold that resulted in a loss of capture on the right ventricular (rv) lead. The rv lead was explanted and replaced, however, the new lead also displayed high threshold and no capture. The secondary lead was also explanted and the procedure was terminated. The next day, another implant procedure was performed and was completed successfully. The patient was stable.